Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the joint at the head end of the needle holder broke. It occurred when covidien 3-0vlock needle was being sutured. The fragment dropped during the procedure, and immediately found and removed by the doctor." No negative impact in state of health reported.